Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a superficial femoral artery interventional procedure. Reportedly, the foot did not completely open prior to pushing in the plunger. There was no suture with plunger removal. After removal of the device, the foot was noticed to be missing. An attempt was made to locate the missing foot via femoral imaging; however, the location is unknown. There was no report of an obstruction of flow in the artery. Another proglide device was used to achieve hemostasis. Additionally it was noted that the lot number on the device does not match the packaging lot number. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulties associated with deploying the foot may include, but are not limited to, incorrect foot position. Factors that contribute to needle to cuff miss and foot detachment may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Investigation case was opened and concluded the proglide used in (B)(6) hospital was not provided from an authorized abbott distributor, the source was not determinable. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.